Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. The cause was determined to be damage to the pumphead door. To correct the condition, the pumphead door was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During service by baxter, a flo-gard infusion pump was found with pump head door broken. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.